Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of optetrak knee components due to loosening of proximal tibial tray.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of loosening of the tibial baseplate, which is a leading cause of revision for total knee arthroplasty. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of optetrak knee components due to loosening of proximal tibial tray.